Manufacturer narrative:
The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Customer did not specify which result was being questioned, therefore, an investigation could not be performed due to incomplete information.

Event description:
Customer reported receiving discrepant results on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use. A negative result was observed first with cartridge sn (B)(6), lot 26639f, reader sn (B)(6) followed by a positive result with cartridge sn (B)(6), lot 26639f, reader sn (B)(6). Customer did not indicate which result they believed to be correct. No further information provided regarding potential discrepant results. The information for this event was initially submitted through webtrader as MDR report number 3016758165-2023-00651 su on (B)(6) 2023. Please disregard MDR report nubmer 3016758165-2023-00651 su.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.